Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: low flows and power readings, changed to new controller, admitted with concern for possible pump thrombosis - elevated ldh in setting of therapeutic inr.

Manufacturer narrative:
The report of elevated pump power, increased ldh, and flow issues was confirmed based on the evaluation of vad-55904. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus around the outlet bearing and bearing cup. The thrombus had pulled out of the outlet stator during disassembly. The tissue did not show any laminated layering, indicating that the thrombus did not form in the outlet stator. The observed thrombus would have contributed to the reported flow issues, increased ldh, and caused increased rotor drag, resulting the reported power elevations. The evaluation could not conclusively determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported the patient had elevated pump power and inconsistent flow readings. The patient denied any complaints of cap, dizziness, palpitations, headaches, weakness or dyspnea. The patient stated had doing well until he felt an acute event of left sided chest fullness, accompanied headache, and nose bleed. The patient stated he packed his nose and after a couple hours the nose bleed resolved. He also stated during this time he noted low flows with low power readings. The patient's chest fullness resolved, but he decided to exchange the system controller. The patient's ldh was elevated. The patient received a pump exchange on (B)(6) 2014.